Manufacturer narrative:
Concomitant medical products: patient medications: propranolol, promethazine, and eliquis. (B)(6). According to the gore® excluder® aaa endoprosthesis instructions for use, warns that adverse events that may occur and /or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2018, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the patient presented to the emergency room on (B)(6) 2019, with abdominal pain. Computed tomography (CT) images revealed a proximal type I endoleak. The physician reintervened, and implanted two gore® excluder® aaa aortic extender endoprostheses. The cause of the endoleak is unknown. The endoleak was resolved and the patient tolerated the procedure.